Event description:
Boston scientific received information that this patient implanted with this implantable cardioverter defibrillator (ICD) presented to the hospital in bradycardia and symptomatic. A magnet was applied to the device, but no response received. Attempts to interrogate the device were unsuccessful as well. Subsequently, the device was explanted due to concerns of premature battery depletion. The was returned for laboratory analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. The device could not be interrogated. The device case was opened and the battery was removed and replaced with an external power source. Subsequently, the device was successfully interrogated. The battery was tested and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Detailed analysis of the battery was completed. The pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw that was found during analysis is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Manufacturer narrative:
(B)(4). The device is currently in analysis. Upon completion from analysis, this report will be updated.

Event description:
--